Event description:
It was reported that a cgm error occurred for a customer using the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, which the caller followed, and the cgm error did not recur. The customer successfully started a new cgm session.